Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. The customer was assisted with troubleshooting. The customer stated that the symptoms related to high blood glucose such as abdominal pain, sleepy and lethargic. The customer was treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleges that the insulin pump was under delivering because her blood glucose was higher than normal. No harm requiring medical intervention was reported. The device will not be returned for analysis.